Event description:
The account stated that the cd3200 sl analyzer generated a platelet results of 121,000/ul with nrbc/rrbc flags. Upon repeating the sample, the platelet result was 18,300/ul with no flagging. Additional repeats were performed and the platelet results were: 57,700/ul, 101,000/ul, 51,000/ul which contained band and/or dflt flags. The sample was repeated the following day on a sysmex xe-2100 and the platelet result was 130,000 with platelet clump flagging. Upon visually inspecting the sample coagulation was seen. There was no impact to patient management.

Manufacturer narrative:
Upon review of the customers scattergrams, platelet agglutination was suspected. It was explained to the customer that there is a high possibility that platelets agglutinated to the wbc's causing the rrbc flag. It was also explained that the uri flag will not appear for all samples with platelet coagulation. The cd3200 system operator's manual (rev m), on pages p.3-31 states: "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a smear review. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result." On pages 3-33 and 3-34 the manual recommends, as action for wbc flags such as nrbc/rrbc, band, dflt, to repeat the test and to review a slide. Page 3-28 lists the interfering substances for plt as: wbc fragments, in vitro hemolysis, microcytic rbcs, cryofibrinogen, cryoglobulins, plt clumping, increased numbers of giant plts. Visual check of the specimen the following day showed plt clumps and testing the sample on a second instrument gave a plt clump flag. In addition, a review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports was performed and no adverse trends were identified. This is the final report.